Event description:
It was reported that a cgm error 42 was encountered by the caller. There was no reported impact to the customer¿s blood glucose level. The caller received assistance from technical support, who guided them through a pump reset, ultimately resolving the issue, and the sensor session was successfully started.